Event description:
Trained operator of bte equipment was setting up the device to perform a physical capability test of a potential employee of a food distribution company. The operator failed to properly secure a handle that is part of the device. The operator pulled on the handle to test the setup. The handle came out and the operator fell backward. The operator had bruise on the arm where the handle hit it and soreness in the back. X-ray was performed and anti-inflammatory medicine given. The doctor diagnosed it as a mild concussion and cervical stress. One person, the operator, was involved in the incident. No patients were involved.

Manufacturer narrative:
It is bte policy to report to the FDA any event involving bte products that we became aware of where patient or user required medical intervention by medical personnel. This report is submitted because the equipment operator was examined by a doctor.